Event description:
Material no. 362753 batch no. 9087915 (3 of 3) it was reported that during use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there is an issue with red blood cell contamination and clotting. The following information was provided by the initial reporter: I¿ve received a complaint from one of our clinical sites that they are starting to see increased red blood cell contamination and clotting in this lot of cpt vacutainer tubes. I wanted to confirm that you did not have a recall on this lot of cpt and that you haven¿t received any additional complaints against this lot #. The technicians are centrifuging tubes at 1650 rcf for 15 mins in a swing bucket rotor. They have been performing sample processing for this study for the past month and have not seen these types of issues until recently. It appears this may correlate to a change to this lot #.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# (B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 362753. Batch no. 9087915. (3 of 3). It was reported that during use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there is an issue with red blood cell contamination and clotting. The following information was provided by the initial reporter: I¿ve received a complaint from one of our clinical sites that they are starting to see increased red blood cell contamination and clotting in this lot of cpt vacutainer tubes. I wanted to confirm that you did not have a recall on this lot of cpt and that you haven¿t received any additional complaints against this lot #. The technicians are centrifuging tubes at 1650 rcf for 15 mins in a swing bucket rotor. They have been performing sample processing for this study for the past month and have not seen these types of issues until recently. It appears this may correlate to a change to this lot #.